Event description:
According to the reporter: occurred during a laparoscopic right video-assisted thoracoscopic surgery (vats) procedure. The stapler was being applied to the lung tissue. The staplers or reloads failed to fire or work. Multiple reloads and handles were opened to complete the procedure. The ratchet and the reload broke. The device was difficult or unable to close. The jaws of the device would simply not close on the tissue. The two halves would not join and lock into place as usual at the hinge pin. The white flag interlock was already engaged. The stapler did not fire. The black pusher thumb piece could not be moved at all. The device partially fired. The staples did not deploy. There was poor staple formation. The staples did not release from the cartridge. The staple line was incomplete. The surgeon heard the stapler crack. In order to resolve the issues, the procedure was converted to open due to the device problem. The incision was extended by more than one inch. The hospital time was extended due to the procedure conversion. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.